Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 12 atmospheres for 10 seconds upon second inflation near the tip of the device. The device was removed without any problem and the procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure.